Manufacturer narrative:
(B)(4). Device evaluation: one unit was received by baxter for evaluation containing approximately 90ml of fluid in the bladder. Upon receipt, no signs or evidence of leak were found at the blue winged luer cap or anywhere on the unit. The unit was thoroughly examined, but no signs of defect were found. Based on the finding, the unit performed as expected; therefore, the reported condition of "leaking at the blue winged cap" was not confirmed. This is a single use device and will not be repaired. Will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
It was reported to baxter (B)(4) that one (1) ce infusor lv 5 device was observed leaking from the blue winged luer cap. According to the report, the device was filled with 123ml of 5% dextrose. There was no patient involvement.